Event description:
The complainant had originally returned the device for a non-reportable malfunction. Upon receipt of the device for evaluation, there was info included indicating a physician had indicated that the device was not delivering the proper joules as set on the delivering the proper joules as set on the device. Numerous unanswered attempts to contact the customer were made to obtain any pt info. There is no pt information available.